Manufacturer narrative:
Corrected information has been provided in d1. Ppae(anemia) : the root cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a 73 year old male for high risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. The patient received support from the cp for coronary angioplasty procedure. On day 3 of support, while in the intensive care unit, the patient had a significant drop in hemoglobin, but no signs of bleeding. The anemia was possibly dilutional or cumulative loss due to frequent procedures in the previous days. The cp was explanted. This event is conservatively reported for anemia, but there was no lasting harm or injury reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.